Manufacturer narrative:
Manufacturer's ref. No: (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. A crack was found on the joint part of the cap hub and the shaft of the preface guiding sheath when checking the sheath before inserting. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Upon receipt, the preface was visually inspected and a rupture was found 2.1 cm from proximal tip end. Then per the reported event, a dimensional analysis was performed over the sheath and it was found within specifications. In addition, a scanning electron microscope (sem) testing was performed over the damaged area and results showed that the rupture section had evidence of elongations due to the application of an external tension and compression forces. No other anomalies were found. However, it remains unknown how the sheath was damaged the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the sheaths are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified. However, it remains unknown the origin of the rupture.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The bwi failure analysis lab noted the returned product condition of a tear on the shaft of the sheath. It was originally reported that a crack was found on the joint part of the cap hub and the shaft of the preface guiding sheath when checking the sheath before inserting. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The event was originally assessed as not reportable as we were not provided a picture of the complaint product and with the clarification received, the crack seemed to be on the joint part of the cap hub in an area that is outside of the patient. In addition, this issue was considered highly detectable and the sheath was never inserted into the patient. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that there was a tear on the shaft of the sheath, approximately one inch from the brim cap and the braid was exposed. The issue being on the shaft of the sheath and the braid being exposed is indicative of a reportable event. This event was originally considered non-reportable, however, bwi became aware of the returned product condition on (B)(4) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).